Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 8/7/98).

Event description:
The iab was inserted into the pt on 3/31/98. On 4/1/98 after iabp for 27 hrs, there were frequent "gas loss" alarms and a small amount of blood was noted in the drive line. The iab continued to refill and pump. The iab was removed and another was inserted. [Event complications]: none from the event-reported 5/12/98, 7/9/98. [Pt's current status]: expired-rpt'd 7/9/98.